Event description:
Related manufacturer reference number: 1627487-2019-08903. 1627487-2019-08904. It was reported that the patient was experiencing fever/chills, sweaty palms, and little to no efficacy with the stimulator. The patient had their drg system explanted on (B)(6) 2019.